Event description:
It was reported that the 4-40 stud was broken off the handpiece when removing the instrument at the end of the lap nissen fundoplication case. No pt consequence was reported. No add'l info is available.